Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are product ID: 3093-28, lot#: va050vg, implanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via healthcare professional and manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient's leads were shocking them, and they were having pain around the electrodes in their back. Patient stated the pain was in their back below the spine. Furthermore, the intense shocking happened when walking or standing still but that it did not bother them when they were laying down. Patient mentioned the shocking was not like being electrocuting them but enough to stop them. Different programs were tried however patient couldn't feel stimulation. A lead impedance diagnostic was ran and showed high impedances across all electrodes. Patient's device has been turned off until they can get scheduled for a replacement of lead. No further complications have been reported.